Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Robot stopped cutting while making distal cut. Tka procedure delayed less than 30 minutes and completed manually.

Event description:
Robot stopped cutting while making distal cut. Tka procedure delayed less than 30 minutes and completed manually.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: during the distal cut, the robot stopped cutting while making distal cut during a tka procedure. Device inspection: per gsp case #: (B)(4). Mps reported mics handpiece stopped working while making distal cut in tka procedure. Replaced cutter input delivery assembly 209954. System successfully performed cutter test. System successfully performed pre-surgery checks. System is ready for clinical use. Device history review: a review of the DHR associated with rob209 found qips passed with no notes or comments. Complaint history: a review of complaints in catsweb and trackwise related to the cutter power input delivery assembly 3.0, catalog #: 209954, robot #: rob209 shows no additional complaints related to the failure in this investigation. Conclusion: per fse: the cutter power input delivery assembly 3.0 was replaced. The system successfully performed cutter test and pre-surgery checks. The system is ready for clinical use. Further action: none at this time.